Manufacturer narrative:
The customer¿s report that the maxplus connector piston stuck down (identified as valve stickdown) was confirmed based on functional evaluation. The root cause of valve slow return/stickdown was a valve molding issue.

Event description:
It was reported that the maxplus connector leaked from the piston stuck down during a normal saline infusion. The user re-adjusted the piston, the connector functioned properly however when the infusion was complete, the user disconnected from the connector a leak occurred the 2nd time. The customer stated: maxplus connector was in use for 48hrs, no caps applied to connector, dry time with disinfectant (alcohol) 15 sec. There was no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the maxplus connector leaked from the piston stuck down during a normal saline infusion. The user re-adjusted the piston, the connector function properly however when the infusion was complete, the user disconnected from the connector a leak occurred the 2nd time.